Manufacturer narrative:
D4. Primary UDI number has been updated.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number), e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the previous report. Additional information has been provided in d9, h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the controller error alarm and loss of placement signal was due to an aic software anomaly.

Event description:
It was reported that an automated impella controller generated a failure. The controller was replaced to continue patient support. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.